Event description:
A malfunction occurred on a customer's pump, specifically indicated by malfunction code 16. There was no adverse impact to the customer¿s blood glucose level from this incident. Although technical support provided information for resetting the pump, the customer could not complete the reset without the necessary charger and planned to call back once the charger was available to continue troubleshooting.